Event description:
Caller states that patient was admitted to ER for altered mental status. Caller states that patient was tested on inform meter (B) (4) using a fingerstick sample at 1700 on (B) (6) 2010 and result was 180 mg/dl. Caller states that treatment was delayed based on result of 180 mg/dl. Patient's condition continued to deteriorate with sluggishness and level of consciousness seemed to decrease. Patient was tested on I-stat at 1713 using a venous sample; result was less than 20 mg/dl. Patient was tested again on inform meter at 1718; result was 358 mg/dl. A venous sample was drawn from the patient at 1723 and a lab result was obtained of 11 mg/dl. Patient was treated with 25 grams glucose at 1744 and 25 grams more of glucose at 1745. Caller states that at some time while the patient was in the ER, patient became unresponsive and was intubated. Patient was tested periodically throughout the rest of the night via other inform meters and venous lab samples, and treated with glucose. Caller became alert and oriented, has been extubated, and was moved to the med/surg unit. Caller states that sample collected at 1723 on (B) (6) 2010 had a lab result of 11 mg/dl. Sample was reconsituted and tested on the inform meter (B) (4) at 1200 on (B) (6) 2010; result was lo (less than 9 mg/dl). Requested return of suspect device; however, caller instructed staff to dispose of strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.